Event description:
It was reported that the patient underwent a coronary arterial bypass graft procedure on (B)(6) 2024 and suture was used. The needle kept popping off the suture during surgery. The procedure was completed successfully with no patient harm. The needles did not fall within the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem. H3 investigation summary: the product was returned to ethicon for evaluation. Two representative unopened samples that pertain to product code epm8745 were received for analysis. The complaint sample was not received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: it was reported that "suture along with the same box keep having the needle pop off the suture" and "no needles fell within the patient". Please confirm how many sutures were affected by needle popoff during this procedure. The number of needles that popped off was between 6 - 8 sutures from that lot number.